Manufacturer narrative:
It was incorrectly reported that the cot dropped. It was found during investigation that the cot legs would not lock into position. The emt strained their shoulder during the incident but medical intervention could not be confirmed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported cot dropped during patient use. The emt strained their shoulder during the incident. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot legs would not lock into position. The emt strained their shoulder during the incident but medical intervention could not be confirmed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.